Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and reviewed logs, ran gigabit status test, and confirmed that the cause of the 319 error came from physical damage. Fe confirmed acp (axes controller platform) 4 board fibers were connected properly, replaced the back boom cover and completed the system verification. The system was verified and ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the patient side cart (psc) had to disable the cart drive with 319 errors on the gantry. Site attempted to power cycle and emergency power off (epo) the patient cart but the same 319 error returned. The rear cover at the back of the boom was not on the patient cart and may have been damage to the rear of the boom which may have caused this error which resulted in system not in usable in this state. The patient was under anesthesia and the trocars were placed and will complete procedure laparoscopically. The procedure was completed with no reported injury.